Manufacturer narrative:
(B)(4). Additional information received: the patient needed to be re-intubated; there was no harm or other consequences. The device has not been returned for investigation. Since there was no sample returned for investigation, one sample was retrieved from production lot for simulation purpose. Based on the investigation, the complaint on this complaint mode could not be confirmed. The device history review for (B)(6) leak test was conducted and no leak product was found. Physical evidence of failure was not available because no sample was returned. There is 100% inflation and deflation test during manufacturing in which if the pilot balloon detached shall be detected and culled out.

Event description:
Reported issue: pilot balloon found to be out of ett. It is not clear if it was pulled or bit off. No alarms on the ventilator were activated.

Event description:
Reported issue: pilot balloon found to be out of ett. It is not clear if it was pulled or bit off. No alarms on the ventilator were activated.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.